Manufacturer narrative:
Batch review performed on 13 december 2018: lot 134351: (B)(4) items manufactured and released on 08-nov-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: revision surgery occurred 4, 5 years after primary cementless total hip arthroplasty in a (B)(6) year old woman. Radiographic image provided shows the presence of radiotransparent areas in gruen zones 1, 3,4, 5 and 7 probably due to osteolysis or other type of bone reaction. The reason of this event cannot be determined.

Event description:
The patient came in complaining of pain 4 years and 8 months after the primary. The stem was loose and micro movement had caused heterotopic ossification.